Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line) during peritoneal dialysis therapy. A line was not connected properly. The technical service representative assisted the patient in clearing the alarm and the patient restarted therapy with new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The system error 2240 alarm indicates a potential malfunction of the disposable cassette. Should additional relevant information become available, a supplemental report will be submitted.